Event description:
The clinician reported that almost 5 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.